Event description:
It was reported that the asymptomatic patient presented. Upon review, the pacemaker exhibited backup vvi operation. A firmware download was performed successfully, and the device was restored to normal function.